Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records for the new updated lot number were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a patient complained of "glare, halos and decreased contrast is not tolerable" and a clinical reason of "persistent patient complaints of glare, halos and decreased contrast sensitivity". This required the removal of the iol in a secondary surgery. Additional information has been requested.